Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a screw and plate backout approximately 2 months post-op.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to the manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the plate remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On 7.17.2018 it was reported to k2m, inc. That a patient presented with a screw and plate backout approximately 2 months post-op. (Related to 3004774118-00121).